Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. After 6f ebu 3.5 non-boston scientific guide catheter was engaged, a 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation in an attempt to reach the lesion. However, halfway through the procedure, the shaft of the percutaneous transluminal coronary angioplasty (ptca) balloon dilatation catheter fractured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.